Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had low blood glucose and the paramedics were called. The customer's blood glucose went up to 300mg/dl after being treated by the paramedics. Troubleshooting was performed. Time and date were correct. The bolus history revealed several high amounts of insulin delivered during the day. Ran a displacement test and passed. No further information was provided.